Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Also received with moisture damage on the electronic assembly. No moisture damage found on the motor, battery tube and vibrator assembly noted. Insulin pump received with cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads. (B)(4)

Event description:
Customer reported button error alarm on her insulin pump. Troubleshooting found customer was pushed into the pool before she was alerted with the alarm. Customer is advised to revert to her back-up plan while a replacement insulin pump is being shipped. No additional information is provided.